Manufacturer narrative:
In the initial report the word ¿he charger¿ was unintendedly listed incorrect. It should read ¿le (low energy) charger.¿

Event description:
Device 2 of 2 : reference MFR. Report#: 1627487-2018-06039.

Manufacturer narrative:
From recall: 1627487-07262012-002-r, 1627487-12192011-003-r . This ipg serial number was included in field advisories and a field correction. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-06039 it was reported the patient was experiencing uncomfortable pocket heating while charging. He charger was sent to the patient to resolve the issue.